Event description:
Medtronic received information that during the deployment, this transcatheter bioprosthetic valve was positioned low in the annulus. An echocardiogram showed moderate paravalvular leak. The valve was repositioned with a snare and left implanted in the ascending aorta. A second valve was successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)

Manufacturer narrative:
Conclusion: a device history record review for this first valve could not be performed as the serial number was not provided. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve, as it was reported that the valve was positioned low in the annulus. A conclusive cause of the pvl could not be determined from the limited information available. For the optimal placement of the bioprosthesis, per corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Also, the corevalve IFU states that ¿once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications.¿ inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. A conclusive cause of the sub- optimal implant position (low implant depth) could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.